Manufacturer narrative:
Baxter technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. The account confirmed they repaired the device, but they were unable to identify what action was taken to resolve the alleged issue. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the bed exit off alerts were not annunciating. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).